Manufacturer narrative:
It was reported severe aortic stenosis after 6 years of trifecta valve implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve was not returned for histopathological examination. The exact cause of the reported incident could not be conclusively determined. The reported surgical intervention was a result of valve-in-valve implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was implanted in the patient. On (B)(6) 2024, the patient presented with severe aortic stenosis, and a valve in valve procedure performed with a 23mm navitor valve and mitral valve replacement performed with a 23mm non-abbott valve. On (B)(6) 2024, patient had severe stenosis, and a valve in valve procedure performed with a 29mm non abbott valve. The patient was reported stable.